Manufacturer narrative:
The device was returned for evaluation. And the customer¿s allegation was confirmed. And caused by faulty control board and power supply unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, to the field service engineer, that when the nurse was using the evis exera iii video system center , an endoscopic image was not displayed. The issue was found during preparation for a diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty control board/printed circuit board and power supply unit could not be identified. Olympus will continue to monitor field performance for this device.